Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 at approximately 9:00 pm, the pediatric patient experienced signal loss on their cgm receiver shortly after sensor insertion in the arm. During the signal loss, the patient was unable to monitor glucose readings. The last available cgm reading prior to the signal loss indicated an urgent low. The patient exhibited symptoms of hypoglycemia, including shakiness, dizziness, and disorientation. Based on the last cgm reading, the nurse administered glucose tablets, gummies, orange juice, and soda. At 10:00 pm, the nurse removed the sensor and inserted a new one; however, the replacement sensor did not complete the warm-up process. With no active sensor available, the nurse contacted 911. Paramedics arrived at approximately 1:00 am on (B)(6) 2025 and performed a fingerstick test, which showed a blood glucose level of 165 mg/dl. No medication or treatment was administered by paramedics. At 2:00 am, the nurse performed another fingerstick, which showed 135 mg/dl, and then inserted a new sensor that functioned properly. At the time of the follow-up call, the patient was stable and feeling fine. The incident occurred while the patient was under the care of a youth correctional facility. No documentation of additional medical intervention was provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 6/11/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 8:07 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 4 days and ended due to sensor failure on (B)(6) 2025 at 9:45 pm. The data contains numerous periods of signal loss on the date of the reported event. On the afternoon of (B)(6) 2025, at 3:26 pm the logs recorded an urgent low soon alert that was acknowledged 2 minutes later. Later on in the evening, at 8:35 pm, a signal loss event was logged, followed by a short series of brief sensor issues. At 9:45 pm a replace sensor alert was triggered when the sensor failed, and a replace sensor alert occurred. A few minutes later a new sensor was paired, and the warmup period began. At 12:19 am the next morning ((B)(6) 2025) the egvs fell to 54 mg/dl and an urgent low alert was triggered and acknowledged seconds later. The egvs then remained low until 2:58 am when another new sensor was paired and started. The following addresses the allegations pertaining to the finger sticks (bg) performed during the event: on 11/17/2026 at approximately 1 am the bg was reported to be 165 mg/dl at 1:24 am the cgm was reading 167 mg/dl. At approximately 2 am the bg was reported to be 135 mg/dl at 2:14 am the cgm was reading 135 mg/dl. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).